Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, implantable pacing lead, (B)(6) 2002; 2187-85, implantable pacing lead, (B)(6) 2002. (B)(4).

Event description:
It was reported that the patient had a computed tomography (CT) scan and the device had a power on reset, vvi 65, full reset. The caller located the status reset under the parameters and cleared the reset. The device remains in use. No patient complications have been reported as a result of this event.